Event description:
It was reported to philips that the therapy cable would not read. There was no patient involvement.

Event description:
It was reported to philips that the therapy cable would not read. There was no patient involvement.